Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that the competitor device and this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed options for next steps. The clinician indicated the lead continues to capture tissue and there had been no noisy signals on the lead. Ts suggested continuing to monitor as the patient was (B)(6) old and may not tolerate an invasive procedure. This product remains in service. No adverse patient effects were reported.